Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007 the patient presented for fusion process using rhbmp-2. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.